Manufacturer narrative:
E1: patient city:(B)(6).patient country: the united states.

Event description:
Reference number (B)(4). Event occurred in the united states. On 22-july-2024, it was reported that the patient encountered infusion set occlusion in tubing event. No further information available.